Event description:
It had noise which appeared to be evidence of the lead deterioration. Lead extracted. New lead implanted lead extracted and reimplanted to have an MRI compatible system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).